Event description:
Was operated on when pt was 5 days old. Had truncus arteriosis. A pulmonic valve conduit (p4688) was implanted. A routine acid fast test was done on a portion of the conduit and was found positive. Since dead bacteria can be found in animal tissue product and the pt did well, medical staff were waiting for the culture done in the u.s. And in the foreign country where the pt was operated on in 2001. The pt was accepted with gastro-enteritis, sent to facility the same day and approx 10 days later, started vomiting and died of choking.